Event description:
It was reported, that during a surgery a decreasing oxygen saturation was detected and movement of the jullans bellows could not be realized. The device was reportedly set to pcv. Pmax = 18-20mbar, peep = 5mbar. Flow 30l/min and f = 8-10/sec. The patient was manually bagged and transferred to another device. Due to the low o2 saturation the patient started to show a bluish color.

Manufacturer narrative:
The investigation is ongoing. Results will be reported in a follow up report.